Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. It was reported that a follow-up CT showed there was a type ia endoleak. The aneurysm sac has been stable and the patient is stable. The physician stated the cause of the event was anatomy related (plaque noticed in infrarenal neck). No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.